Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in a pulmonary arteriovenous malformation (pavm) using a lantern delivery microcatheter (lantern) and sheath. During the procedure, when advancing a penumbra coil, the physician experienced resistance and had difficulty seeing the tip of the lantern. The physician decided to remove the lantern and coil. While retracting the lantern from the sheath, the physician experienced resistance. After the lantern was removed, the tip was found on the table. The procedure was completed using a new lantern and the same sheath and coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lantern confirmed that the marker band was detached from the distal tip of the lantern. The distal 0.5 cm of the catheter was missing the coil winds and liner. This damage likely contributed to the resistance experienced when attempting to advance the coil during the procedure. The root cause of the initial damage could not be determined. Based on the reported event, it is unknown when the marker band became completely detached from the catheter as it was found on the back table after removal of the device. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.